Event description:
Initial info was received from a consumer internet posting at the web address (B)(6) on 11-oct-2011: a female consumer (age unk) tried poly-l-lactic acid (sculptra) (lot# and exp date unk) in 2010 and it almost killed her. She had to take some sort of medicine along with the injection, and her throat began to close up. She raced to the doctor and had to go on prednisone. Therapy with poly-l-lactic acid was permanently discontinued. No contact info was provided, thus add'l info cannot be pursued. No further info reported.